Event description:
Put a band-aide on my child and he had blisters within 24 hrs. (B)(6) advanced clear antibacterial watershield benzalkonium chloride .8% 2in x 3in. Lot 1064a, rl13pan, exp: 4/15/2016. Doctor says contact dermatitis. Prescribed bactroban and triamcinolone acetonide. Date of use: (B)(6) 2015 - (B)(6) 2015.